Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual examination confirmed that the proximal tip fractured at the slaphammer extractor connection point. There is significant galling on the superior edge of the baseplate on the side where the standard cut plate attaches. The intramedullary rod also has deep gouges and damage on the superior aspect near the baseplate and the left securing spike is bent anteriorly. The lot device history records were reviewed and found to be conforming. The device was used for treatment. The mis multi-reference 4-in-1 femoral instrumentation surgical technique indicates that "the rod on the standard instrument is 229mm (9 inches) long and the rod on the short instrument is 165mm (6.5 inches). Choose the length best suited to the length of the patient's leg". The instrument returned is the long (9 inch) version of the im rod and likely conflicted with the patient's anatomy, resulting in difficulty during removal. The lot was manufactured on january 21, 2007 and has therefore been in the field for approximately 7 years. It is unknown how many times the device has been used, however; the wear indicates that it has outlived its useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the back of the intramedullary femoral guide broke off during removal of the guide from the femur. Surgery was completed with another device. There was a five minute surgical delay.